Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified elastomeric device. The event occurred during patient infusion. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.